Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a patient called reporting that he experienced an unknown event which may have included a "shortness of breath type of feeling". As treatment on (B)(6) 2005, the patient had a cypher stent (lot number unknown) implanted in the left anterior descending artery (lad). On (B)(6) 2005, the patient experienced being in panic mode and freaking out which was clarified as a panic attack. As treatment patient went to the ER on (B)(6) 2005 and had an unspecified catheterization which resulted in two cypher stents being implanted in the lad each implanted in the branch as it separates and goes down. Patient was discharged home the same day. Within the last couple of years, the patient experienced his blood pressure was better and as treatment his accupril (quinapril) was decreased to 10mg in the morning around noon and 5mg in the evening around ten. No further information was obtained at time of call. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Event description:
As reported by medical affairs, a patient called reporting that he experienced an unknown event which may have included a "shortness of breath type of feeling". As treatment on (B)(6) 2005, the patient had a cypher stent (lot number unknown) implanted in the left anterior descending artery (lad). On (B)(6) 2005, the patient experienced being in panic mode and freaking out which was clarified as a panic attack. As treatment patient went to the ER on (B)(6) 2005 and had an unspecified catheterization which resulted in two cypher stents being implanted in the lad, each implanted in the branch as it separates and goes down. Patient was discharged home the same day. Within the last couple of years, the patient experienced his blood pressure was better and as treatment his accupril (quinapril) was decreased to 10mg in the morning around noon and 5mg in the evening around ten. No further information was obtained at time of call.